Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 126 mg/dl and lo mg/dl (which on the system indicates a result of less than 20 mg/dl). No adverse event reported. Return of the suspect device was requested for evaluation.